Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer tested out of specification as the touchscreen was out of calibration and needed to be reseated. It was also noted that the upper and lower bullets worn out. The left keyboard hinge and company logo button were broken. The cord bay was cracked. The anti-slip layer of the radio frequency head was worn-out. Errors were found in the device history log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.